Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance. F/u with the reporter confirmed that the customer replaced the power conversion pcb assembly to resolve the reported problem. The device has been returned to service for use.

Event description:
During daily check, it was reported that the device intermittently charged to only 80 joules. There was no pt use associated with the event.